Event description:
In 2003, during an incident involving a patient in cardiac and respiratory arrest, the unit gave audible low battery alarms with both batteries. The patient was found unresponsive, apneic & pulseless on the floor. Patient had a history of diabetes and ivda. CPR was initiated and the saed applied. When the defibrillator was found unusable, CPR was continued until another crew arrived, approximately 3 minutes. Patient down time is unknown and their rhythm was determined to be asystole at 1940, 1951 and 2003. The patient was obese with no signs of trauma. Trackmarks were noted on both left and right arms. The patient was transported to a hospital. Both batteries had been replaced at the start of tour because the original batteries produced "low battery" messages.